Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2006. According to the complainant, the patient experienced chronic pain, dyspareunia, erosion, bleeding, infections, constant foul odor coming from the vagina area, mesh extrusion and recurrence of pelvic organ prolapse. The physician's office has been contacted; no additional information is available without patient consent. Should additional relevant details become available, a supplemental report will be submitted.